Event description:
Approx 2 hrs into treatment, a leak was seen in the pump segment of the blood tubing set. It appeared to the health care professional that the fit of the pump segment in the machine was "sloppy" and the pump wore a thin spot in the tubing. Air was seen in the line, so pt was removed from treatment. Blood could not be returned to pt resulting in estimated blood loss of 300cc. Pt was administered 300cc saline, but no further intervention was required.